Event description:
It was reported that the patient had lower back pain. It was not reported whether this was baseline pain or new pain. An MRI was being performed to "look for a kink or other issue at the catheter tip." The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had been doing "very well" except for pain towards the end of the day and the patient woke up at night with pain. The patient was also suffering from increased low back pain and some leg pain, although, the back pain was worse than the leg pain. No recent traumas or injuries were reported. The patient's pain was worse with any activity but she received temporary relief with rest. On (B)(6) 2012, the patient's pump was interrogated and adjusted. The patient was also given a bolus dose. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).